Event description:
Procedure date: 2008. The trupath biopsy device was used in a transrectal ultrasound of the prostate with biopsy procedure. An ultrasound probe was placed in the rectum. The trupath was inserted into the separate chamber of the ultrasound probe to obtain the biopsy. The probe was cleaned thoroughly between each use. The procedure went as expected. Post procedure the evening of the following day, the patient went to an urgent care clinic with a high fever of 101 to 102 with chills. Blood and urine tests were performed. The blood and urine culture test showed positive results of an e. Coli infection. The patient was treated with IV and oral antibiotics. The patient was seen in the next day in the urgent care clinic for the same symptoms. The test were repeated and more oral antibiotics were given. The patient was seen by the attending physician five days later, and he was reported to be doing better. The patient is continuing with the antibiotic treatment and is being referred to an infectious disease doctor. It is unknown what may have caused the infection.

Manufacturer narrative:
The device has not been returned. A device analysis is not available; therefore, the relationship between the device and the cause of the event is undetermined.